Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)), three (3) controllers ((B)(6)), and one battery with an unknown serial number were not returned for evaluation. Log file analysis associated with (B)(6) revealed two controller power up events logged on (B)(6) 2021 at 14:37:52 and 14:41:56. A vad disconnect alarm was logged at 14:42:04 on (B)(6) 2021, likely due to the controller being powered up without the driveline cable connected and was followed by a successful motor start event at 14:42:17. Review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point was logged at 14:42:32 on (B)(6) 2021, indicating that the power up events occurred during a controller exchange. Analysis of the alarm log revealed seven electrical fault alarms logged between (B)(6) 2021 and (B)(6) 2021 due to an open phase in the rear stator and the rear stator not connected, resulting in the pump running on a single stator operation. A controller power up event was logged on (B)(6) 2021 at 16:32:41. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 77% relative state of charge (rsoc) and (B)(6) was connected to power port two with 86% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. No anomalies involving the batteries were observed leading up to the loss of power. The controller was without power for 14 seconds. A vad stopped alarm was logged on (B)(6) 2021 at 16:33:07, indicating that the pump failed to restart after multiple attempts. Three additional vad disconnect alarms due to the physical disconnection of the driveline from the controller, one additional vad stopped alarm due to the failure of the pump to restart, and two additional controller power up events were logged on (B)(6) 2021 between 16:34:09 and 17:39:07, likely recorded during troubleshooting. Additionally, log file analysis associated with (B)(6) did not reveal any anomalies involving the batteries or power disconnect alarms logged within the analyzed period. Of note, it was reported that the controller exhibited a battery disconnect alarm and the controller and battery were exchanged. Therefore, it is likely the reported power disconnect alarm occurred prior to the controller exchange to (B)(6). Controller log files for the controller in use prior to the controller exchange were not available for analysis. As a result, the reported power disconnect alarm event could not be confirmed. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2021 at 16:33:48. A vad disconnect alarm was logged at 16:33:56 on (B)(6) 2021, likely due to the controller being powered up without the driveline cable connected. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 16:34:25 on (B)(6) 2021, indicating that the power up event occurred during a controller exchange. An electrical fault alarm was logged at 16:34:17 due to the rear stator not connected, indicating the pump attempted to start with a single stator. A vad stopped alarm was logged at 16:34:38, indicating that the pump failed to restart after multiple attempts. Three additional vad disconnect alarms due to the physical disconnection of the driveline from the controller, two additional controller power up events, two (2) additional electrical fault alarms due to the rear stator not connected, two additional vad stopped alarms due to failures of the pump to restart were logged on between 16:43:01 and 17:45:31, likely recorded during troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2021 at 16:38:37. A vad disconnect alarm was logged at 16:38:42 on (B)(6) 2021, likely due to the controller being powered up without the driveline cable connected. Review of the data log file revealed that the controller was not in use prior to the controller power up event; only one data point was logged on (B)(6) 2021 at 16:39:10, indicating that the power up event occurred during a controller exchange. An electrical fault alarm was logged at 16:38:51 due to the rear stator not connected, indicating the pump attempted to start with a single stator. A vad stopped alarm was logged at 16:39:12, indicating that the pump failed to restart after multiple attempts. Three additional vad disc onnect alarms due to the physical disconnection of the driveline from the controller, two additional electrical fault alarms due to the rear stator not connected, and two additional vad stopped alarms due to failures of the pump to restart were logged on between 16:42:00 and 16:56:55, likely recorded during troubleshooting. As a result, the reported electrical fault alarm, vad stop, failure to restart, and loss of power events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported power disconnect alarm event can be attributed, but not limited, to a communication error, momentary disconnection, and/or battery malfunction. The most likely root cause of the initial loss of power involving (B)(6) on (B)(6) 2021 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarms and remaining controller power up events can be attributed to the reported controller exchanges and/or troubleshooting of the controller. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connect ion. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d1: (B)(6) h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 d1: battery unk h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: (B)(6) h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 d1: (B)(6) h6: img code(s): g02004 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c21 h6: FDA conclusion code(s): d12, d15, d16 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-jan-2022 / serial #: (B)(6), UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 08-jan-2021, d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-dec-2018 / serial #: (B)(6), UDI #: (B)(4). D10: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 21-dec-2017, h5: no, h6: patient ime code(s): e2401 h6: imf code(s): f02, f1203, f08 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16, d1: heartware ventricular assist system ¿ ventricular assist device (vad) d4: model #: 1103 / catalog #: 1103 / expiration date: 30-sep-2019 / serial #: (B)(6), UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-sep-2017 h5: yes h6: patient ime code(s): e2401 h6: imf code(s): f02, f1203 h6: img code(s): g04105 h6: FDA device code(s): a141203 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a third controller also exhibited loss of power and the vad was unable to restart.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to: b5 to add additional clarifying information h6: FDA device code(s): to add a0708 additional products: (B)(6) h6: FDA device code(s): to add a0708 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two other controllers had loss of power, which makes three (3) total controllers with loss of power.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system controller. Model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku. Available for eval? No. Mfg date: unk. Labeled for single use? No. (B)(4). Heartware ventricular assist system battery. Model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku. Available for eval? No. Mfg date: unk. Labeled for single use? No. (B)(4). Additional information has been requested regarding the details of the event and the patient's death, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a battery disconnect alarm and the controller and battery were exchanged. Several days later, a second controller exhibited an electrical fault alarm which continued after several controller changes with different power sources and the ventricular assist device (vad) stopped. The patient subsequently expired.